Manufacturer narrative:
(B) (4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that while the device was being used on the mesocolon, it would cut but not coagulate. Several attempts to gain more info from the site have been made without success. It is unk if an end tone or regrasp alarm were heard during the attempted seal. A second device was used to complete the procedure.